Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 142, 84mg/dl. Tests were done within 10 mins with a difference events. No further info has been reported.